Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the pump had intermittent power. The reporter stated that the battery compartment was cracked. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: there were pump reboot events observed in the black box. The battery compartment was found to be cracked and the battery cap was stripped. The battery cap was unable to maintain an electrical connection. A test cap was able to attach to the pump and power it on. The pump was exercised for 24 hours with no power issues found. The pump was opened and moisture was found on the internal components of the pump.